Manufacturer narrative:
Date of event: unknown, not provided. If explanted, give date: not applicable, as the lens remains implanted. (B)(4). Device evaluation: the product testing could not be performed as the product was not returned (the lens remains implanted). The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated, and no deviation was found during process related to the complaint issue reported. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
A doctor reported of a patient with bilateral rotation. Reportedly the patient had high myopia and required capsular tension rings (ctrs) at the time of surgery to stabilize the capsular bag. The patient is complaining of poor vision and glare. The doctor rotated the lens to its ideal axis in a second procedure. Sutures were used during the procedure and the lens remains implanted. No harm or injury post-op was noted in the record. No further information was provided. The patient had bilateral lenses implanted. This report is for the patient's right eye (od). A separate report will be filed for the patient's left eye (os).